Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details. The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation on 04-apr-2025. Visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed the peek housing was broken. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. In addition, the device was dissected and insufficient adhesive was observed on the wires; this issue could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive was traced to the manufacturing process. The potential cause of the peek housing broken cannot be determined. The instructions for use of the carto 3 system contain the following information that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer¿s reported ¿impossible to make the zero¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿broken peek housing¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) were selected as related to the customer¿s reported ¿impossible to make the zero¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 appeared on the system due to an open circuit in the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿impossible to make the zero¿issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified the peek housing broken. It was impossible to make the zero, despite the cable change. Replaced the cable and the device. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2025, observed the peek housing broken. The event was originally considered non-reportable, however, bwi became aware of the peek housing broken on 30-apr-2025 and have assessed this returned condition as reportable.